Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that during device upgrade procedure, dislodgement was observed on the right atrial lead. The physician tried to reposition the lead, but the stylet was unable to get down. The lead was explanted and replaced. No further information was provided.